Event description:
The physician reports that during cataract surgery the crystalens trailing haptic tore during delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second iol was implanted successfully. Reference MDR# 2031924-2010-00104.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.